Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The last time the device was interrogated was (B)(6) 2018. Boston scientific technical services (ts) provided troubleshooting efforts. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being submitted to provide additional details and conclusion. It was determined that the issue was related to the external programmer wand. No issues were found with this device and it was able to be interrogated without further issues.